Event description:
Device malfunction: premature clip deployment. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that an unspecified user attempted arteriotomy closure after an unspecified procedure. Reportedly, while the starclose shaft was being introduced onto the starclose exchange sheath, the clip prematurely deployed. A second starclose device was used to achieve hemostasis. There were no adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.